Manufacturer narrative:
Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular (rv) lead exhibited noise causing noise reversion. No intervention was performed and the patient was in unknown condition.